Event description:
It was reported by service report that the bed will not move in neutral due to the damaged caster and the zoom control boards were corroded. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.